Manufacturer narrative:
Concomitant medical products: product ID 7436, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387-40, lot# j0455038v, implanted: (B)(6) 2005. Product type: lead: product ID 3387-40, lot# j0444407v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Event description:
It was reported that the patient was seeing "lightbulbs," or "constant spots of lights," and had dyskinesia. It was noted that the patient's device was reprogrammed "about a month" prior to this report. Additional information was requested and if received, a supplemental report will be sent.